Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white calcification in the surface of the shell and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior side and crease smooth in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A crease smooth opening on posterior assessed to a fold flaw opening.